Event description:
The reporter stated the surgeon used a aa4204vl silicone single piece lens. The lens was partially inserted into the pt's eye. The lens was removed with no pt injury. The lens was not implanted due to loading error. The reporter was not sure if the lens was damaged.

Manufacturer narrative:
(B) (4) (other) no product allegation - eval results: (other) - visual inspection of the returned product found piece of optic and heptic torn off and missing. There was evidence of clear surgical residue. (B) (4).